Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they hadn't used their implant for a long time. Patient stated they were having an MRI and needed to charge their implant. Patient mentioned they plugged the controller into the ac power supply and the controller wouldn't charge. Patient said the controller just kept saying trying to recharge and the highest number they can get is 94. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed battery empty cannot provide stimulation recharge your implanted device. Controller showed 100% and implant red. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Agent reviewed with patient to continue charging their implant and then they'll be able to enter MRI mode. Patient then mentioned that the trial was awesome but the permanent implant never worked for them. Patient noted that they turn their device on twice a year for a MRI. Patient mentioned they used the scs for the first 2 years but when asked for event date patient mentioned as soon as they put it in. (Agent understood patent was referring to the scs). Patient also mentioned that they were going to have the implant removed but some things came up and they didn't do it. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.